Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (lot no. B092516) found that the pushwire was extending ~92.0 cm from catheter hub. The pipeline flex device was then removed from the phenom catheter. No bends or kinks were found with the pipeline pushwire. The hypotube was found to be intact with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be intact. The tip coil was found to be damaged. The pipeline braid was found to be missing and not returned. No other damages or anomalies were found with the device. No device malfunction was reported with the phenom catheter. No damages were found with the phenom hub; however, the pipeline flex pushwire was found extending ~92.0 cm from the phenom catheter hub. The pipeline was then removed from the phenom catheter. The phenom total length was measured to be ~158.6 cm. The phenom useable length was measured to be ~152.1 cm which was found to be within specification (150 ±5 cm). No bends or kinks were found with the phenom catheter body. No damages were found with the distal tip. The catheter was flushed, and water exited the distal tip. The phenom-27 catheter was tested with an in-house 0.026in mandrel. The in-house mandrel was inserted into the phenom and was able to pass through the distal tip without issue. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to confirmed as the braid was found to be missing and not returned. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. The customer reported re-sheathing the device several times. However, a cause could not be determined. H6: method code updated to b19. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline shield that failed to open normally at the distal end during a procedure. The patient was undergoing a procedure to flow diverter treatment of an unruptured saccular aneurysm of the right para-ophthalmic artery segment. The aneurysm max diameter was 9mm and the neck diameter was 4mm. Vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). When the pipeline was more than 50% deployed, it was noted that the distal end was not opening. The pipeline was not positioned in a vessel bend. The pipeline was resheathed several times but still failed to open and appeared like a triangular shape in procedural images as the middle segment was opening normally. No additional steps or other devices were tried to open the pipeline. The pipeline was resheathed and removed with the microcatheter. Once the pipeline was outside the patient's body, it was pushed out and the distal part of the stent braid was observed to be twisted but was able to be opened after it was unconstrained. A replacement pipeline was used to successfully complete the procedure. There was no harm or injury to the patient. Post-procedure angiography showed good results.